Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator was explanted due to an unknown reason.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. The device was tested on the bench using automated testing equipment and no anomalies were found.

Manufacturer narrative:
Please retract this report 2017865-2019-10202.